Manufacturer narrative:
Per investigation of canisters under this recall, the canister's torque specification or the torque applied during the manufacturing process was not sufficient to keep the neck bushing in place. If the canister becomes stuck in the system and/or additional tightening applied, the neck bushing may back out and cause gas to burst out of canister. Candela has since recalled these defective canister units, and the preventative action in place is to increase the torque beyond the range that a human can hand-loosen the neck bushing. MDR clarification for section g4. Combination product is erroneously checked. This is not a combination product. Unable to unchecked the box on esubmitter.

Event description:
A customer reported a cryogen canister malfunction to candela quality. According to the reporter, the canister had separated from the threading while inside the gentle yag laser system. Based upon available information, it appears that the canister's neck bushing separated from the canister, as the canister's "threading" was stuck inside the dynamic cooling device assembly. This canister issue was reported as medical device report (MDR) 1218402-2020-00038. The following day, on (B)(6) 2020, the customer contacted candela technical support to report the same issue, as well as to report another canister issue which had occurred in (B)(6) 2020. This MDR is being submitted for the august event which involved the o-ring coming out at the bushing and the cryogen coming out of the canister. Per follow up with the customer, there was no impact or injury to any patients and/or clinic staff with either event. The customer was able to get the "stuck" piece from the canister out of the device, and has been able to use the device without further issue. Both canisters were discarded at the time of the events. Both canisters were from the same lot number; that lot number was confirmed to be part of a 2019 canister recall. This same customer reported a similar event with a recalled canister in (B)(6) 2020 and was reported as MDR 218402-2020-00033. This customer did receive and respond to the original recall notification and had multiple related phone calls with candela following up on the matter at that time. Following recent events, the customer was advised to again check their supply of cryogen, and not to use any further canisters from that lot. The customer reported having seven additional canisters with that lot number. Candela advised on the disposal of the additional canisters and arranged for replacement.